Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial system implant. During the procedure, they physician was unable to fixate the ventricular lead. After several attempts, the lead was not used and another lead was used. The procedure was successful and the patient was recovering post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.